Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was unable to meet with patient due to covid-19, therefore post-op was done over the phone. Patient reported they would not have any further details until they can see him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was just implanted with a new system. During the call the caller checked impedances when the patient was in post op and found that one electrode was out of range. The caller stated that she checked impedances in the or three times and she did not have any values that were out of range. With ref 0 electrode 11 40000ohms with ref 11 all values are 40000ohms. The caller was going to follow up with the hcp. No symptoms and no further complications were reported. Additional information was received from the rep. Rep provided patient and device information. The cause of oor was not determined. Another rep was going to follow up with the patient. At the time of the report, the device remained off until follow up. No further complications were reported.